Manufacturer narrative:
Device evaluation: d10, g4, h2, h3, h6, h10. Results of investigation: a vyaire medical failure analysis technician was able to verify the customer's reported issue. Bench testing revealed xdcr pt801 has failed.

Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the circuit pressure transducer failed. The customer advised there was no patient involvement associated with this event.